Event description:
The patient was wearing the pod on the abdomen for between 5 and 24 hours. The patient went to bed with a blood glucose (bg) level of 137 mg/dl. Within a few hours (early morning), bg rose up to 573 mg/dl. Later that morning, the ketones measured at 0.6 mmol/l, and bg remained above 400 mg/dl. Patient also experienced muscle cramps due to ketones. Multiple bolus attempts via pod were unsuccessful. The patient was admitted to the hospital for severe hyperglycemia with ketonuria and risk of ketoacidosis (ketones later increased to between 2.2 mmol/l and 2.6 mmol/l, bg reported up to 573 mg/dl). Treatment included intravenous (IV) insulin infusion, IV fluids (including electrolyte management) and continuous monitoring on bg, electrolyte and ketone levels. The pod was removed, and manual insulin therapy was initiated. During hospitalization, four pods were placed, but hyperglycemia and ketones recurred after resuming pod therapy. Patient was currently using humalog liprolog, with a planned switch to novorapid. The patient was hospitalized for 8 nights.